Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. Should additional information become available it will be reported in a supplemental report upon the completion of the investigation.

Event description:
Patient presented for revision surgery because of osteolysis in the area of the acetabular shell in the left hip. Acetabular shell and liner were explanted and revised with competitor devices. The 28mm femoral head revised with 36mm head.